Event description:
Infant on extracorporeal membrane oxygenation (ECMO), received approximately 40ml of heparin via syringe pump, instead of 0.4ml. The medication was heparin 100u/ml. Patient had elevated activated clotting time (act) levels, but no apparent bleeding and no change in cranial ultrasound. Heparin discontinued temporarily until act levels returned to normal.